Event description:
"(B)(6) assessed the power wheelchair and found that the chair is not holding any power. Forest requested the part to be ordered for repair. The on board charger needs replaced due to it not charging properly. The part has been ordered and will be shipped to the technician." No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51p, serial number/date (B)(4) is approximately 5 years and 4 months old. The owner's manual part number 1125085 rev g (dec-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction dealer's assessed the power wheelchair and alleges that the chair is not holding any power. He also alleged the charger needed replacement, due to the charger, is not charging properly. The issue is resolved by replacing the malfunctioned part(s). Further investigation and evaluation is provide by invacare.